Event description:
The customer was vomiting and hospitalized for high bgs and dka. The customer changed the infusion sets several times and it is pump issue. Troubleshooting was performed. The insulin concentration, programming, and bolus history on the pump were correct. In addition, a fixed prime test was completed and the insulin exited.